Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow-up, the atrial threshold values were high and found to be fluctuating. The ventricular lead results were stable. This was discovered one month after the implant, and the patient has renal disease with a poor prognosis. The patient is not pacemaker dependent, and there were no atrial or ventricular tachy events recorded. The patient is on latitude remote monitoring. No adverse effects were reported.